Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional investigation is needed and this issue will be monitored through the post market product monitoring review process. (B)(4).

Manufacturer narrative:
(B)(6) based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. Product information for use states "small amounts of moisture or seepage around the catheter is anticipated. To avoid skin irritation, initiate an appropriate institutional skin care protocol. At minimum, skin should be kept clean, dry and protected with a moisture barrier product." Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: may 27, 2016. (B)(4).

Event description:
Complaint received from a nurse reporting that a patient had expelled the device with the retention balloon inflated. Patient is quadriplegic, ventilator dependent, and non-verbal but awake, alert and responsive. The patient has an open surgical wound of the neck and remained bedbound the duration of this admission. The device was placed on (B)(6) 2016 for management of clostridium difficile diarrhea. The device was discontinued on (B)(6) 2016 when the patient pushed the device out of his rectum. It is unknown the amount of fluid remaining in the retention balloon at time of expulsion. Upon expulsion, there was minor bleeding, that was noted to have appeared to come from the internal portion of the rectum. This resolved spontaneously. No test or treatments were ordered. The patient had not received any previous rectal procedures and there is no history of perianal abnormalities. Patient remains in stable condition.